Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while the patient drained 4565ml in drain zero while expecting only 2000ml drained. A review of the patient¿s treatment records identified that the patient drained 4565 ml during drain 0 of the treatment. This drain volume is 228% the patient's fill volume of 2003 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient¿s pdrn verified that the patient did not experience any injury, adverse event, or require medical intervention as a result of the issue. The patient continues with continuous cyclic peritoneal dialysis (ccpd) without any reported issues. Additional information was requested, however, not provided.

Manufacturer narrative:
Correction: patient codes. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon initial power-up of the complaint cycler, the device was stuck on the initialization screen and would not advance to the ¿ready¿ screen. The fault was troubleshot in which the functional board was replaced. After replacing the functional board on the received cycler, the liberty cycler unit powered up normally. After replacing the functional board, a simulated treatment using the post-ast 8500 ml volume settings treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. There were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.